Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. (B)(4).

Event description:
It was reported the patient lost stimulation due to failure to recharge his ipg. Subsequently, the ipg became inoperable. As such, surgical intervention was undertaken during which time the original ipg was explanted and replaced with an updated model.